Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6 one 8f swartz braided introducer sheath was received for evaluation. A leak was noted at the sheath tubing during functional testing. The sheath tubing appeared to have been cut near the hemostasis hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing damage and subsequent leak remains unknown.

Event description:
During the procedure, an air leak occurred. While flushing the introducer, air was aspirated into the device. The hemostasis valve was pressed with fingers with no resolution. When the device was visually inspected, a mark like crack was noted on the connection part of the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.